Event description:
N/a

Manufacturer narrative:
(B)(4), per exemption number e2017013. Device evaluation by manufacturer: a technical support specialist confirmed that the patient result of 53.7% was reported out of the lab by the customer prior to calling tosoh technical support. The chromatogram provided by the customer showed that the patient result had an sa1c>rr flag, which is indicative that the result is greater than the assigned cut-off value and should have alerted the operator to further investigate the elevated hba1c patient result. The electrophoresis analysis performed by the customer confirmed that the patient in question has an hgb variant that is known to interfere with tosoh's high performance liquid chromatography (hplc) methodology. This particular patient will not be tested with the g8 methodology in the future. There is no indication of any impact on treatment as a result of the patient result. A 13-month complaint history review and service history review for similar complaints was performed for the g8, serial number (B)(4), from (B)(6) 2016 through (B)(6) 2017. There were no other similar complaints identified during the searched period. The g8 variant analysis mode operator's manual under chapter 3, assay operations, states that the tosoh automated glycohemoglobin analyzer hlc-723g8 variant analysis mode can separate the major variant hemoglobins (hbd, hbs and hbc). But some hemoglobin variants such as hbe cannot be separated and it may interfere with the assay. The chromatogram pattern for hemoglobin variants differs from that of a normal sample. Chapter 4, screen operations, under flag conditions states that a > flag indicates that the result is greater than the assigned cut-off value. Chapter 6, troubleshooting, section 6.4-abnormal chromatograms states that chromatograms from patients with hemoglobin variants or unknown peaks not recognized by the analyzer are occasionally seen during routine testing. These patterns may indicate interferences or problems with the assay. Therefore, it is important to use caution when troubleshooting. Review all chromatograms to determine whether the results are valid. In most cases, results for the sa1c% are reportable. In some cases, the sa1c% may be invalid depending on the hemoglobinopathy present, the flow rate, and the condition of the column and reagent system. The most likely cause of the reported event is attributed to an identified hgb variant for the patient in question that is known to interfere with the g8 hplc methodology.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption numbere 2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: conclusion is not yet available; investigation is in-process. Additional information is being requested with the customer.

Event description:
On (B)(6) 2017 a customer reported getting an hba1c result of 53% (4.0 - 16.9%) on a patient sample with the g8 instrument. The retention time was 0.56 minutes (acceptable range of 0.57 - 0.61 minutes). The customer reported running three (3) different patients over a period of time and the results obtained were in the 50s. On 19-oct-2017 the hba1c result came back at 4.6%. The customer stated that the hba1c result of 53% was reported out of the laboratory. The customer will be performing an electrophoresis test. There is no indication of any patient intervention or adverse health consequences due to this event.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: conclusion is not yet available; investigation is in-process. Corrected data: report source: "user facility" was incorrectly selected. The only report source is "health professional".

Event description:
N/a